Manufacturer narrative:
(B)(4)

Event description:
It was reported that two days after a device implant procedure, the patient felt dizziness and an alert was triggered due to far p-wave oversensing. The right ventricular lead exhibited loss of capture, and low pacing lead impedance. Under a chest x-ray, the lead was dislodged and pulled back toward superior vena cava. The lead was revised on (B)(6) 2017. The patient was stable before, during and after the procedure.